Manufacturer narrative:
Device analysis. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.

Event description:
Same case as MDR# 6000093-2007-01466. It was reported that the same day as a coronary drug eluting stenting treatment procedure, patient complications and death occurred. The patient arrived at the hospital in a state of shock and experienced loss of consciousness due to low blood pressure. The physician implanted a 3.00 x 20mm taxus express2 drug eluting stent in the right coronary artery (rca) and a 2.50x24mm taxus express2 drug eluting stent in the left anterior descending (lad). The patient condition then changed suddenly and the patient died. The physician confirmed accumulated blood around the heart. The physician feels that there was no relationship between the taxus stents and the patient death and the cause of death was cardiac tamponade. Further information was requested but was unavailable.